Event description:
During prep of two ablation catheters, the basket would not close properly. The catheters were removed and replaced with no interaction with the patient. A third catheter was opened and work as expected. Vendor notified. Manufacturer response for ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).